Event description:
During verification testing at the mfg facility, the tubing was separated from the leg of the proximal clave y-site.

Manufacturer narrative:
During testing, the tubing separated from the leg of the proximal clave y-site. This was due to excess solvent that weakened the tubing. MFR personnel at the mfg facility were informed of the correct solvent application method during the mfg process.